Manufacturer narrative:
Name and address: (B)(6). PMA/510k #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure a performer mullins guiding sheath broke while being introduced through the groin. It is unknown how the procedure was completed. No adverse effects to the patient have been reported. Additional information has been requested.

Event description:
Additional information received on 06oct2020: the device was meant to be introduced through the femoral artery to reach the pulmonary vein, but broke as it was being introduced. Another performer mullins sheath was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d11. D11: IV midazolm, heparin. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Description of event: as reported, during an unknown procedure a performer mullins guiding sheath was being introduced through the femoral artery to reach the pulmonary vein, but broke as it was being introduced. Another performer mullins sheath was used to complete the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, and the instructions for use,. One used device received, no visible bio matter. Inspection found damage on the sheath tip. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use -introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices. Precautions -this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion could not establish a possible cause. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.